Event description:
Rec'd notice of complaint concerning above product from director of nursing spoke with chief technician (don unavailable until 8/3) regarding incident. States that the healthcare professional responded to a machine alarm, approx 2 hours into the treatment and found blood leaking down the front of the machine - from the pump housing. Treatment stopped, lines inspected-pump segment found to have split. Estimated blood loss approx 250 from the leak and loss of the extracorporeal system. The treatment was completed, using a new set-up, without further incident. The pt remained stable throughout the event. No intervention required. The line is available for eval. A response letter and mailer have been sent to facility. Medwatch form filed due to blood loss.